Event description:
Reportedly, during pt use, the ventilator stopped. Upon restarting the unit ventilated normally. There was a 'device alert' alarm. The pt was transferred to another unit as a result of this issue. There were no serious or negative pt consequences reported.

Manufacturer narrative:
(B)(4).